Manufacturer narrative:
(B)(4). The lead was surgically abandoned and it was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and device exhibited pacing impedance measurements less than 200 ohms. Additionally, there was oversensing and inappropriate anti-tachycardia pacing (atp) therapy. As the device was at middle of life 2 (mol2), the device was explanted. The lead was surgically abandoned. No adverse patient effects were reported.